Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, two electronic photo were provided for review. However the complaint comments states that it is unknown whether the provided photo is associated with this complaint. Therefore, the investigation is inconclusive for the reported catheter fracture and catheter ballooning issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 01/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that ten days post device implant, the catheter was allegedly noted to be ballooning on the catheter wall. It was further reported that, the catheter was allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2023).

Event description:
It was reported that post device implant, the catheter was allegedly noted to be ballooning on the catheter wall. There was no reported patient injury.